Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Explantation date: 28-jan-2021. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with 465cc smooth mentor memorygel breast implants experienced bilateral grade IV capsular contracture postoperatively. Capsular contracture was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This medwatch report is for the right-sided implant.

Manufacturer narrative:
Mentor received additional event information that the patient¿s explantation surgery was rescheduled to (B)(6) 2021. Block d6b ¿ explantation date: (B)(6) 2021.